Manufacturer narrative:
The device was returned for evaluation. The investigation is pending. Additional contact: (B)(6).

Event description:
The event involved a plum burette clave sites 114in ndehp that presented a n185 (proximal occlusion) alarm when tried on 2 unspecified pumps during normal saline infusion. No obvious defects noted on the tubing set like cracks or breaks and no hole, cut, tears or any other defects noted. Cassette test failure-n185 was also reported. The tubing was replaced, and therapy resumed. There was patient involvement and no patient harm.

Manufacturer narrative:
The complaint of n185 alarm could not be replicated on the used 142730490 plum burette set. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The complaint of n185 alarm can be confirmed based on lot history. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.